Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was intermittently working and came up with fatal error message. User rebooted but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual devices used in this incident, a technical support specialist (tss) verified stations (B)(6) for reported fatal error and login issues; however, users were able to log in successfully, and no errors were observed. Disk health on both stations was confirmed to be normal. Station (B)(6) was found offline in remote support service (rss). Tss followed up with the customer to obtain additional details, including specific errors, frequency, and affected stations, to proceed with further investigation. Error and login issues; however, didn't receive any response after multiple follow ups. So tss proceeded to close the case.